Manufacturer narrative:
Please note the corrections to d1, d4 catalog # and d4 lot #. Please also note the correction to d9/h3 as the device was not returned for evaluation. The reported event could be confirmed, since nail breakage was confirmed on provided x-ray copies. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In the case presented a 59 year-old male patient; 173 cm / 81 kg had initially been treated with a t2alpha retrograde nail which broke during a car accident - initial injury was sept 10 , 2020. He was revised with a t2alpha retrograde nail roughly a year ago, 1/7/22, ¿ which also broke, 1/5/23 was observed it was broken, and which is subject of above pi. Provided x-ray copies were sent to an health care practitioner for review. His comments in extracts: ¿the available x-ray copies revealed non-union after an implantation period of approx. 1 year. A radiological metaphyseal gap of 2-3 cm, at the level of the broken locking screw hole, initially causing micro movements, and resulting in hypertrophic/partly atrophic non-union is a likely outcome. A nail, firmly connected to the implanted plate, could neither be confirmed nor excluded.¿. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by inappropriate bone healing contributed by suboptimal placement of the implant. H3 other text : device disposition unknown.

Event description:
It was reported that a t2 alpha retrograde and axsos distal lateral femur plate failed resulting in a revision.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a t2 alpha retrograde and axsos distal lateral femur plate failed resulting in a revision.